Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 42 and 211 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Returned product performance in accordance with manufacturer's instructions for use. Inaccurate erratic readings as described by the customer were not duplicated during testing. Readings as described by the customer were found on the meter internal log. Case misclassfied upon initial receipt of complaint and regulatory assessment delayed until 10/12/2004.